Event description:
It was reported that the patient presented in the ER after an episode. A low shock impedance measurement was noted. Therapy was aborted. Leand and ICD were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.